Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by that the cardiosave intra aortic balloon pump (iabp) had a pim failed leak test.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) failed pim leak test. No patient harm. A getinge field service engineer (fse) evaluated the unit and replaced pim (0997-00-1178) and ran functional testing. The unit passed all functional and safety tests.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; b5; d9; g3; g6; h2; h3; h6,type of investigation, investigation findings, investigation conclusion, problem code; component code,health effect ¿ clinical code, health effect ¿ impact codes; h11. Corrected field: d5; e2; e3; g2. A getinge field service engineer (fse) evaluated the unit and replaced pim (0997-00-1178) and ran functional testing. The unit passed all functional and safety tests. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 07 july 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0997-00-1178 sn: (B)(6). This part was received with a reported unit failure message of failed leak tests. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed pim into the cardiosave test fixture sn: (B)(6). And tested to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. Performed all manifold leak tests and passed within the factory specifications: also passed pim leak tests. The fat dept. Could not verify the failure message of failed leak tests. Pim passed testing. Retaining pim in the fat dept. Per procedure 0002-07-d008 rev au.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed pim leak test. No patient harm or injury reported.